Manufacturer narrative:
Concomitant product: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient complained of loss of therapy and a pocket of unknown fluid developed at the anchor site. The patient had less than 50% therapy relief. No break could be seen on x-ray. Surgical exploration revealed a fluid leakage near the anchor site. The spinal segment including the anchor was replaced. The product issue was resolved. The system was being used to deliver saline at minimum rate at the time of the report. The patient status at the time of the report was ¿alive- no injury.¿ no information regarding the patient outcome was reported. A supplemental report will be submitted if additional information becomes available.